Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge leaked insulin. In addition, it was reported that the pump time was inaccurate. Customer's blood glucose level was 400 mg/dl. Customer corrected the time and changed the cartridge to resolve the issues.